Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip to be related to the customer reported complaint. A piece approximately 0.12" x 0.06" was found to be broken off the grip base and the broken piece was not returned.

Event description:
It was reported during a da vinci-assisted procedure the force bipolar instrument tips were not aligned and will not close. The site swapped to spare instrument and completed the procedure with no report of patient injury.